Event description:
It was reported to olympus technical assistance center (tac), that the visera elite xenon light source would not turn on. The issue occurred prior to a laryngoscope procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that different outlets were tried without resolution. The customer was instructed to try another power cord which did not resolve the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.